Manufacturer narrative:
Image review summary: two still cine images were returned.the first image shows the target lesion pre stent deployment in the 1st diagonal in the rca. The image confirms the lesion morphology as reported by the account. The second image shows the lesion post stent implantation, showing a good end result. The stent deformation cannot be confirmed by the images. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely calcified and highly tortuous lesion, with 96% stenosis, within the 1st diagonal in the rca. There are no abnormalities reported in relation to anatomy. No damage was noted to packaging, and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. No negative prep was performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. The physician noted that stent deformation had occurred. The guidewire passed through the lesion and the balloon dilation was performed. Difficulty was noted in passing the lesion with the onyx stent. The stent became deformed in the middle section while trying to cross the lesion. The stent was retrieved. The mdt device was not implanted. The procedure was completed and replaced with a non mdt stent. There is no patient injury and the patient is currently doing fine.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 14th distal stent wraps with struts raised and overlapping. Slight deformation was evident to the distal tip with flared edge. If information is provided in the future, a supplemental report will be issued.